Event description:
It was reported that the haptic broke as the lens was inserted and the lens was removed without any patient injury. The customer prefers to use a competitors cartridge with the lens and it aware that this is considered off label use.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation: results: visual inspection of the returned product showed the lens was received in liquid, the optic was torn and a haptic was torn off and missing. Claim# (B)(4).